Event description:
It was reported that the guidewire's coating has peeled. The 60% stenosed target lesion was located in the common/external iliac vein. A 035/260 (bx/3) magic torque guidewire was used. However, after the guidewire was removed from the patient's body, it was noticed that the coating was peeling off. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: this product was returned for analysis. The coating on the coil section is scratched (peeled) and the shrink sleeve is also peeled. The distal tip is bent. The outer diameter of proximal, middle of the device, and distal section are within specifications.

Event description:
It was reported that the guidewire's coating has peeled. The 60% stenosed target lesion was located in the common/external iliac vein. A 035/260 (bx/3) magic torque guidewire was used. However, after the guidewire was removed from the patient's body, it was noticed that the coating was peeling off. The procedure was completed with a different device. No patient complications were reported.